Event description:
This is a pt with a left total hip arthroplasty. In 6/2003 it had dislocated eight times. It was left dislocated. It will not stay reduced. Pt was admitted to undergo a revision of the left hip. During the procedure the surgeon discovered the cup to be retroverted. Stem was found to be in good condition.